Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 10 failed to open due to the defective mini-printed circuit board assembly (pcba). A field service engineer replaced the mini-printed circuit board assembly (pcba) in matrix drawer 10 to resolve the issue. Subsequently, a technical support specialist configured and tested the functionality of the drawer. A field service engineer also confirmed that there was a delay in dispensing medication to the patient, since the users were unable to pull any medications from the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medbank system, drawer 10 became jammed and was unable to be opened. There were no adverse events or injuries reported based on this event.